Event description:
The surgeon was performing a lap chole on a middle-aged woman. The first clip crossed and the surgeon put an extra clip to be sure that it was okay. Later in the night, the pt was re-operated with 3 liters of blood found in the abdomen. The failed clip applier might still be in service. No additional pt info was provided.

Manufacturer narrative:
The gemini clip applier used in surgery was not returned in a timely manner, therefore, no investigation could be conducted. A review of the device history record found no issues. No additional complaints have been reported for this lot number.